Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing and noise. The ventricular sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.